Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had return electrode monitor(rem) testing failed by decrease resistance to alarm .

Manufacturer narrative:
Evaluation summary: one device was received as a service request and a visual inspection and functional test were performed. The device as received met the specifications and passed functional / visual inspection testing. Inspection of the device resulted in finding no fault. The reported condition was not confirmed. According to the technician, "issue not confirmed for nem fails decrease resistance until alarm. All nem readings are within specifications as received. The reported issue could not be confirmed or duplicated through testing and troubleshooting. The unit meets all specifications." The investigation found the device to function normally and within specifications. The unit was subjected to full factory testing / calibration. It passed all tests with no problems or issues found. If information is provided in the future, a supplemental report will be issued.